Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction after using the comfort hard bite splint mouthguard. The patient developed bumps on the gums, where came into contact with the mouthguard, after wearing it overnight. Upon experiencing the symptom, the patient stopped using the mouthguard and the symptom went away right away. The patient took benadryl to treat the symptom. The patient's current status was reported to be fine. The patient has no known pre-existing condition or allergy. The doctor did not make any adjustment to the mouthguard and cleaned it with water prior delivering to the patient.

Manufacturer narrative:
The mouthguard was manufactured per patient's prescription (rx) and returned for an analysis. A visual inspection was performed on the returned mouthguard. The edges of the mouthguard were smooth. Wears caused by grinding were found on tooth location # 2, 7 and 15. No major cracks were found. The mouthguard's layers were intact and were not separated. The mouthguard did not have discoloration. The mouthguard was returned in a very clean condition. A review of the material lot was performed and no manufacturing deviation or abnormality were found. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the sleep device materials are biocompatible. Cytotoxicity test were completed on a test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no device problems found with the test article. The reported issue could not be confirmed. This incident is being monitored, tracked, and trended.